Event description:
It was reported on (B)(6) 2024 from the physician that the implantable cardioverter defibrillator (ICD) could not be interrogated. The device was implanted on (B)(6) 2024, and the patient was hospitalized at a different facility in (B)(6) 2024 after receiving several shocks. Review of the episode using electrogram (ECG) and a holter monitor showed that they were inappropriate shocks with antitachycardia pacing, ventricular oversensing, and ventricular loss of capture. However, that facility did not have the appropriate ICD programmer, so the patient was discharged 3 weeks later without a device check. The patient returned to the reporting physician after the discharge and found that the device could not be interrogated. After troubleshooting, the device still could not be interrogated and was recommended to be replaced. On (B)(6) 2024, an x-ray showed atrial and boston scientific right ventricular leads were dislodged because the patient had twiddler¿s syndrome. The ICD system including the boston right ventricular lead was explanted successfully on (B)(6) 2024. The patient was in stable condition. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).